Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the closed position. When the handle was in the closed position 6mm of the basket formation was protruding from the basket sheath. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. There were kinks noted in the basket sheath at 1cm, 32cm, 85.7cm, and 110.5cm from the distal tip of the basket sheath. The support sheath was curved starting at the mlla. The basket formation appeared flat and smashed. All wire were secured in the distal cannula. The basket sheath and support sheath were secure. Functional testing determined the handle actuates the basket formation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Because there are no known related non-conformances, adequate inspection activities have been established, and no other known lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be damaged. The sheath was kinked in multiple locations, including 1cm from the distal end, as reported by the user. Other damage was noted that was likely a result of the observed sheath kinking: the basket was deformed; appearing flat and smashed. The basket also would not fully retract into the sheath. It appears the sheath of the device was inadvertently kinked when the user was inserting the device into the scope. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: clinical manager. PMA/510k # : exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a stone retrieval procedure, the ncircle tipless stone extractor was tested prior to use and no issues were reported. The tip of the cannula kinked when being moved in or out of the ureteroscope port and the device would not close properly. Another same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.